Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin delivery anomaly noted during testing. Device functioning properly during testing. However, dim back ground noted during testing. Problem isolated to electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the plunger got stuck and unable to completely loading the reservoir. Customer stated that they had an issue during priming process. Customer was not able to exit the load reservoir process or preparing to prime loop. Customer stated that they did not saw complete status with next highlighted on the screen. No harm medical intervention was reported. The insulin pump will be returned for analysis.